Manufacturer narrative:
The reported event of inadequate capture was not confirmed. The complete lead was returned in one piece and was found to be within specifications. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon examination, it was discovered that the left ventricular lead exhibited high capture threshold. X-ray imaging was performed which revealed the lead was dislodged. On (B)(6) 2020, the lead was successfully explanted and replaced. The patient was in stable condition following the procedure.